Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer experienced hypoglycemia. The event involved product(s) mmt-1880, mmt-242a, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past-resolved event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a, and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals during (B)(6) 2025 there were a total of four (4) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2025 13:46:11 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrection delivery. (B)(6) 2025 16:02:13 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. (B)(6) 2025 23:46:29 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. (B)(6) 2025 01:36:07 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched keypad overlay, missing serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.